Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs075-0065638bj. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the pump¿s black box and alarm history showed evidence of multiple call service (B)(4)(motor timeout error-delivery) alarms. The pump was powered on and a call service (B)(4) motor alarm was produced during the load step. The pump cover was opened and damage was observed to the printed circuit board. There was no evidence of moisture or damage to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.